Event description:
Report received of unrestricted flow. During preliminary testing at the mfg facility, unrestricted flow was noted on each channel. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.